Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that there was a shut down of the iabp due to calibration issues. After a test run of the iabp the stm was able to duplicate the alleged malfunction. He checked the system for leaks, reseated all pneumatic connections and recalibrated the iabp and was unable to duplicate the malfunction. No parts were replaced. The stm does not believe there were any issues with the software. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that during a systems check, the cardiosave intra-aortic balloon pump (iabp) had a software issue. The software failed to load and the system intermittently shut down. The customer followed the procedure to resolve the issue, but after 45 minutes the software went off line. The customer is not able to use the iabp at this time. There was no patient involvement or adverse event reported.